Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the up arrow, down arrow, and okay buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all of the key contacts. The following findings were unrelated to the reported issue: the display was observed to be dim, fading, and reddish. In addition, the battery compartment was seen to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up arrow is not responding consistently to user input over the past 3 months. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.